Manufacturer narrative:
Patient identifier - requested, information not yet received, weight- (B)(6) kg, implanted date: device was not implanted, explanted date: device was not explanted. The patient is (B)(6). The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section of evaluation codes. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported a tamping mechanism issue when using the angio-seal device. An attempt was made to deploy a 6 fr angio seal evolution. When retracting the device to deploy, the tamp tube never came out. Only the suture was exposed. The suture was cut and pressure was held. Estimated blood loss was reported to be less than 250 cc. It was reported that the procedure outcome was successful. Additional information was received on 3/5/18. The patient is fine and hemostasis was achieved with manual compression.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.